Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the reciprocating arm and bearings were worn, the machined head was damaged, and the neckpiece was broken. The reciprocating arm, bearings, machined head, and neckpiece were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome experienced power failure, demonstrating a lack of power from the start of the procedure and was unable to power off when needed. There was no report of harm or delay. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.